Event description:
It was reported that shaft break occurred. During a coronary angioplasty in a calcified lesion, a 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, when crossing the calcified lesion, the hypotube was fractured. The device was replaced with another stent to complete the procedure successfully. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 38 x 2.50mm stent delivery system (sds). A visual and tactile examination of the hypotube shaft identified a break at 23.7cm distal to the distal end of the strain relief. Additionally, multiple hypotube kinks were also noted along the length of the hypotube. A visual, tactile, and microscopic examination of the outer and inner lumen and mid-shaft section found multiple kinks. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed distal tip damage.

Event description:
It was reported that shaft break occurred. During a coronary angioplasty in a calcified lesion, a 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, when crossing the calcified lesion, the hypotube was fractured. The device was replaced with another stent to complete the procedure successfully. There were no patient complications reported.